Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being unable to charge their transmitter, and that it was flashing red rather than green. The customer also reported being treated recently by paramedics for a blood glucose value of 20 mg/dl, but not being hospitalized. During troubleshooting for the transmitter the customer reported the insulin pump belt clip breaking. Troubleshooting found the transmitter apparently working as designed. It was, however, advised that the transmitter charger would need to be replaced. No further information was provided.